Event description:
Unit was on a patient in simv and had a peep setting of 4. The unit was reading 16 and had a backwards waveform display. The unit was swapped out and patient data was left for the fse to copy. The data was copied and is being forwarded. There was no patient injury. The unit is not repaired as of yet.